Event description:
Boston scientific received information that during a follow-up visit, upon initial interrogation the longevity remaining was less than one year and the magnet rate was 90ppm. The device later displayed 1.5 yrs remaining. A technical service consultant was contacted and stated that the programmer will adjust the longevity based on the new impedance information following testing. Two months later, the device was explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device had not reached the elective replacement indicator. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but displayed an unexpected change in longevity during follow-up testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.